Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an infection. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2013. A 6935 implantable tachy lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that within two days of device implant, the patient had a pocket hematoma. It was indicated that no diagnostics or procedures were performed and the only action done was contemporary wound checking. The event was reported to be related to the implant procedure. At a later date it was reported the patient developed a pocket infection. It was noted that the patient is part of the (B)(6) clinical study. The device and leads are still in use. No further patient complications have been reported as a result of this event.